Event description:
The distributor contacted heartsine to report that their customer's device's on/off button is not functioning properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their customer's device's on/off button is not functioning properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon return, the device could not be powered on. The reported fault was attributed to membrane failure due to storage outside the indicated conditions. The corrosion had resulted in damage to the on_button line, resulting in the failure of the device to power on. Information from the device memory log indicated that the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.